Event description:
Olympus was informed that the user facility had used the subject device on two pts for diagnostic colonoscopies, but had failed to appropriately clean the auxiliary water channel prior to use. The device was said to have been placed in an automatic endoscope reprocessor (aer), however, the facility did not have the appropriate connectors attached to the endoscope auxiliary water channel when the device was in the aer. There was no report of adverse impacts to pts or users.

Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation after having been sent to an independent microbiology testing laboratory. The eval noted an unidentified white residue inside the suction cylinder, channel mount and distal end of the instrument channel. There was also a small amount of residue noted in the auxiliary water channel. Additionally, the bending section cement was observed to be cracked and discolored, likely due to chemical damage. The cause of this phenomenon appears to be due to user error. Initial microbiology testing results were negative. If additional significant info becomes available, this report will be updated. This report is being submitted as a medical device report in an abundance of caution.